Event description:
It was reported that balloon rupture occurred. Ipsilateral antegrade approach was performed in the procedure. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the right knee. After inserting a 6fr non-boston scientific (bsc) introducer sheath, a 6fr st mach 1 guide catheter was placed. A non-bsc microcatheter and non-bsc guidewire were advanced. The guidewire was advanced from retro to the pedal arch; however, it was unable to cross. The microcatheter and guidewire were attempted to be crossed from the anterior tibial artery (ata) but still failed to cross. Both microcatheter and guidewire were removed and replaced with another non-bsc microcatheter and non-bsc guidewire. The guidewire was pulled through the ata side and replaced with another non-bsc guidewire followed by advancing a non-bsc balloon catheter for dilatation which failed to advance. The balloon catheter was replaced with a 1.2mmx15mmx142cm emerge balloon catheter. However, during the third inflation at 16 atmospheres, the balloon ruptured. Another 1.2mmx15mmx142cm emerge balloon catheter was used, and further dilatation was performed with a coyote es balloon catheter and a non-bsc balloon catheter. The procedure was completed as good blood flow was obtained. No patient complications were reported.